Event description:
The customer reported that "smell from unit." She reported that the sterilizer was making noise. She denied haze over the unit. She reported that she experienced a rush in her head when she smelled the odor. The customer did not seek medical attention or require treatment. She reported that this happens when the machine injects. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Oil mist - capital equipment, evaluated at customer site. The fse noted light misting. The fse installed oil mist filter per bulletin: the fse ran empty load and tested oil mist and there were no further mist. This issue has been addressed with a customer letter.